Event description:
It was reported by service report that the top rail was broken and had sharp edges exposed. Customer could not determine if there was pt involvement, however no adverse consequences were reported.